Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the circumflex artery. When a non-bsc guide wire was advanced over a 2.50mm x 15mm apex¿ balloon catheter, it was noted that the balloon catheter became "sticky". Resistance was encountered during advancing. Upon removal, the balloon catheter was hard to remove and was finally pulled back. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Complainant name: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There was contrast in the inflation. The balloon was tightly folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination revealed that the inner shaft was buckled 2mm ¿ 5mm distal of the bi-component weld. The inner diameter (ID) of the catheter was measured at exit notch and distal tip which is within specification. Microscopic examination presented no damage or irregularities to the bonds. Microscopic examination revealed that the distal tip was damaged. The guidewire used in the procedure was not received with this device. A .014¿ kinetix plus guidewire was used for functional testing. The outer diameter (od) of the kinetix guidewire was measured. Functional testing was performed by loading the guidewire into the exit notch and tip of the device; however, the guidewire was unable to be advanced through the entire length of the inner shaft due to the shaft damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the circumflex artery. When a non-bsc guide wire was advanced over a 2.50mm x 15mm apex¿ balloon catheter, it was noted that the balloon catheter became "sticky." Resistance was encountered during advancing. Upon removal, the balloon catheter was hard to remove and was finally pulled back. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.